Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle which was not deformed but clogged by the foreign object suspected to be white cotton wool. Olympus china was received the information by the user which the user had reprocessed according to correct procedure before the unspecified diagnostic procedure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of olympus (B)(4) and it said that the foreign object that was suspected to be white cotton wool, omsc presumed that the reported phenomenon occurred by the following mechanism; I) fibers from waste cloth and paper towels used in the reprocess entered the air/water channels of the subject device. Ii) the fibers that entered the air/water channel reached the nozzle and became clogged. [Notes] since the instructions for safe use (IFU/reprocessing manual) has the following description, it is probable that the reported phenomenon could be prevented. 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to olympus (B)(4) for repair of the air/water nozzle malfunction with clogging. There was no report of patient injury associated with the event.